Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found that the issue was with the host pc. Upon troubleshooting actions, fse found that the host pc os disk failed. Fse replaced the hard drive and reloaded the system ghost backup. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not starting properly. No harm was reported to philips. As per the field service engineer, the operating system and application were not booting up as expected. The field service engineer inspected the system onsite and after the replacement of hard disks, the device was returned to use in good working order.